Event description:
The company received a report where it was reported that a tracheostomy procedure was scheduled and the following day, it was observed by the pt's relative that pt's face and upper body was swollen. The reporter stated that the attending physician recommended extended stay inside the ICU for close observation. It was reported that medical findings showed a back-flow of air has rendered the pt to be swollen from face to his neck. The reporter stated that a leak in the tube is resulting in subcutaneous edema. As of today, info provided does not confirm if the reported event has resulted in recannulation of a replacement tube. Covidien has made multiple attempts to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
The reporter stated that no sample will be made available for analysis. Efforts to collect further details are ongoing. If new and/or significant info is provided, a summary will be provided in a supplemental report.